Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of incident, the technical support specialist (tss) attempted to assist the customer with gaining access to remote smart service, which requires approval. Multiple attempts were made to contact the customer via phone, but calls went to voicemail. Tss sent emails requesting a response, but the customer did not reply to any emails for three consecutive attempts. Tss proceeded to close the case and informed the customer to submit a new ticket if the issue persists.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient was not showing up for one specific station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.